Event description:
During an open carpal tunnel release surgery, one side of the scissor handle snapped off at the meeting point where the screw holds the scissors together. No one was hurt and the procedure was completed as planned.

Manufacturer narrative:
Investigation is in progress. Return of the device and additional information regarding the incident and the device have been requested. If additional information is obtained, a follow-up report will be submitted.